Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
As reported: "during implantation of alpha greater trochanter nail, the wire for lag screw placement entered the lateral wall of the femur but then missed the nail and ended anterior of the nail. This caused a delay of 20 min in the case as multiple attempts were needed to correctly place the wire. No replacements were necessary."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. Reasons for mal alignment between wire and nail¿s drill holes are various, e.g. [But not limited to] insufficient tightening of the nail holding screw, applying too much [axial] force on the construct or unsuitable bone geometry. Functional check prior to use is required in the labelling ¿ such as IFU, op-tech and re-processing brochure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "during implantation of alpha greater trochanter nail, the wire for lag screw placement entered the lateral wall of the femur but then missed the nail and ended anterior of the nail. This caused a delay of 20 min in the case as multiple attempts were needed to correctly place the wire. No replacements were necessary."